Manufacturer narrative:
The field service engineer inspected the instrument and found a hole in the rinse mechanism vacuum tube. This tube was replaced and the deionized water rinse tubing was decontaminated. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for a patient urine sample tested with albt2 tina-quant albumin gen.2 on a cobas 6000 c (501) module. The initial result was 57 mg/l. This result was released outside the laboratory where the physician questioned it which prompted a rerun of the sample. The repeat result was <12 mg/l and was deemed to be correct. The reagent lot number is 55046801. The expiration date is 28-feb-2023.